Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 5/15/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was coated in viscoelastic residue. The lens was cleaned and inspected revealing that the lens had surface damage. No other issues were observed. No further evaluation was performed. Conclusion no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The "lens damaged" observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b,: unknown/ asked but not available. Section d6b: if explanted, give date: unknown, information not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye due to myopic surprise during post op. Visual issues were first observed during a post-operative exam. The patient had experienced difficulty seeing clearly, which affected the ability to drive, but was reported to have fully recovered after the intervention. The explant was performed during a secondary surgery, and there was a delay in the procedure of one month. The direction for use was followed, and the best corrected visual acuity post-operative was recorded as 20/40. No information is available.